Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The event log is unavailable. A visual inspection was performed, and the reported failure was not replicated. Pump was displaying "service due" alarm message during power up when batteries are inserted. The root cause of the reported problem cannot be established. Real time clock lithium battery will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarm sounds without batteries. It is unknown if there was any patient, or clinician injury associated with this occurrence.